Event description:
The customer reported that the patient mentioned that the holter battery case and electrodes burnt her to the point of bleeding.

Manufacturer narrative:
The customer reported that the patient mentioned that the holter battery case and electrodes burnt her to the point of bleeding. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.